Event description:
Dealer stating unit is working sporadically. Changed out hand pendant and its still not going up or down all the time.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.